Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a skin tag was exacerbated by the lifevest equipment. The patient described the area as a skin tag below the right scapula, a millimeter next to the back, right te pad started bleeding a little and it hurts because the te pad is rubbing against it. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted lifevest off the area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.